Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy in (B)(6) 2015. The patient did not feel stimulation. The patient synced with the programmer and the implantable neurostimulator (ins) was turned off. The patient was able to turn on the ins and could feel stimulation. The patient notified their managing health care provider (hcp) about the lack of stimulation and lack of relief at appointments on (B)(6) 2015. The patient had brain damage and couldn¿t feel when they should go to urinate. The patient¿s spouse noticed when they saw their pants in plastic bags. If the patient¿s spouse didn¿t check their pads on the chairs the patient would say they were not wet. The steps taken to resolve the lack of stimulation and lack of relief was that the patient¿s spouse kept trying and had a hard time to succeed, so the patient got real angry and was ready to throw their controller away. The patient told their hcp to take out the machine they put in their back as it didn¿t work. The patient had no patience and a bad attitude and was very hard to please. There were a few people in the hcp¿s office that could help the patient, but the last time they were in the hospital the patient was told they would have to see their hcp in a month. The patient¿s spouse wanted them to keep their machine because the hcp said it did help at the beginning and should help them out now. The device was not working on (B)(6) 2016 and the patient¿s spouse got the machine going. Four days later it was not working and they got it going. The patient¿s spouse checked with the patient and it was alright. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.